Event description:
Event description guidant received information that at 4.6 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a battery voltage indicating eol. The device will be replaced and sent to guidant for analysis.